Event description:
Needles attached to us surgical #10-0 monosof suture have been found by one surgeon to have "burrs" on the needle. This greatly impacts the viability of the vascular graft and increases the time when cross clamps are on.